Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip and a broken motor slide.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer suffered from hypoglycemia, stated she damaged the piston of the insulin pump. Advised the customer to return the broken insulin pump for analysis. No further information provided.